Event description:
The patient was being supported with biventricular acute extracorporeal circulatory support devices. It was reported that at approximately 13:30, the primary console reportedly shut down and would not start up. The patient was placed on a backup console. There was no reported adverse patient impact. Prior to the event, the patient had reportedly been transported multiple times within the hospital for procedures. The nurse reported plugging the unit into a power outlet once a destination was reached. The primary console was taken to the perfusion office. At 15:30 the console was powered up while on ac power without issue and the battery power was noted as being full. The biomedical engineering department reportedly evaluated the unit and reported ¿everything came back ok¿. The unit was placed back in usable stock and will not be returned to the manufacturer for further evaluation.

Manufacturer narrative:
The patient weight was not provided. The centrimag primary console is not a single use device. Approximate age of the device from the manufacture date is 4 years, 9.5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A root cause for the reported event could not be determined through this evaluation as the device remains in use and no further issues have been reported. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.